Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Retention samples were visually evaluated and no issues were observed relating to color variation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® edta 2k there was under-fill or low draw of a tube with blood and discolored/abnormal additive form. The discolored event occurred 3 times. The underfill event occurred 2 times. The following information was provided by the initial reporter. The customer stated: two issues occurred: "there was color variation of tubes and underfilled tubes.